Event description:
Event was reported to caldera medical by an attorney. The patient has suffered urinary incontinence, dyspareunia, urinary tract infections, frequent urination, and emotional distress. No further information has been provided.